Event description:
On (B)(6) 2026, a patient reported a product quality issue with the cannula as the cannula was bent within 4 hours of insertion. The patient had high bg and it was addressed by changing to insulin pen.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Name: (B)(6). Country: united states of america. (B)(6). Request was performed for additional information including sample return; however, sample return was not provided. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.